Event description:
It was reported that the right atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed) and blood was found in/on the helix/lobe mechanism. The helix/lobe was distorted/bent. The outer insulation was breached cut and a white substance was noted to be present. The lead exhibited apparent explant damage.